Manufacturer narrative:
(B)(4). The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A picture of unrelated device was provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the locking bolt on a femoral sword adjustment guide had seized. Attempts were made to disengage, but were unable to do so after trying with pliers and the bolt had snapped. There was no consequences or impact to the patient. No further information at the time of this report.